Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button is intermittently unresponsive and takes multiple presses for the pump to respond. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. Customer had elevated blood glucose levels (367 mg/dl). Customer stabilized blood glucose levels via the pump. Reportedly, the customer will continue to use the pump for insulin therapy.